Event description:
It was reported that the head end of the cot dropped several times down. The red lever did not lock. There was no reported pt involvement or adverse consequences. No pt or caregiver injury.

Manufacturer narrative:
Investigation still underway.